Event description:
It was reported that the patient with diabetes experienced hyperglycemia after performing a routine cassette and infusion set change, with sensor glucose readings rising to approximately 400 mg/dl during use of the device. Upon removal of the infusion set, the cannula was observed to be bent at a 90-degree angle, indicating impaired insulin delivery as the likely cause of the event. There was patient involvement with no harm.

Manufacturer narrative:
D4 - lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.